Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.